Manufacturer narrative:
9/30/2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the event description. The quality documents associated with the manufacture of this particular device were investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the event description it cannot be excluded that a twiddler's syndrome led to the dislodgement of the lead under complaint. Diagnostic images clarifying this assumption were not available for analysis. Dislodgements of leads, particularly within the first weeks are considered an expected and foreseeable side effect in the medical community and are widely described in the literature as a clinical complication. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 1 month after the implantation, during a regular follow-up, atrial lead dislodgement was noted and confirmed with x-rays. It was decided to explant the lead and to implant a new one. 9/30/2019 - at the request of the FDA, submitting an initial report since the first report was submitted as a supplemental by mistake.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the event description. The quality documents associated with the manufacture of this particular device were investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Based on the event description it cannot be excluded that a twiddler's syndrome led to the dislodgement of the lead under complaint. Diagnostic images clarifying this assumption were not available for analysis. Dislodgements of leads, particularly within the first weeks are considered an expected and foreseeable side effect in the medical community and are widely described in the literature as a clinical complication. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 1 month after the implantation, during a regular follow-up, atrial lead dislodgement was noted and confirmed with x-rays. It was decided to explant the lead and to implant a new one.